Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device broke on the seventh day of use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis- per review of the dhrs it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the builds of these lots that would impact upon the quality of the product. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: this incident was an s2 severity ranking. Review was conducted for this MDR-level a investigation for the q-syte sub-assembly lot numbers. The reviews disclosed no related reject activity findings relevant to the defect associated with the sub-assembly lot numbers for this incident. Visual analysis- observations and testing: received one q-syte unit within an open package. Visual/microscopic examination: the top disk and column (septum) were torn away from the bottom disk, which was intact within the body (polycarbonate) of the q-syte. Observed the rim of the top body was broken in two areas opposite each other. Residual septum material and adhesive deposits were observed on the rim of the top body (polycarbonate) and top disk of the q-syte unit. Confirmed there was evidence of residual septum material and adhesive deposits on the rim of the top body; indicating a sufficient bond at time of manufacture. No further anomalies or damage was observed on the external areas of the returned q-syte unit. The findings in this incident were indicative that there was no physical/mechanical evidence to confirm or support manufacturing process for the failure. Investigation samples(s) meet manufacturing specifications: no; the top disk and column (septum) of the q-syte was observed to be torn away from within the top body and there were breaks to the rim of the top body. Investigation conclusion: confirmation of the failure of septum damaged / defective as stated in the product incident report was conclusive with the used unit. Confirmed top disk and column (septum) were torn away from the bottom disk, which was intact within the body (polycarbonate) of the q-syte. Confirmed the rim of the top body (polycarbonate) was broken in two areas opposite each other. Confirmed there was evidence of a sufficient bond at time of manufacture (residual septum material and adhesive deposits on the rim of the top body). Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure of septum damaged / defective experienced by the customer was conclusive based on the observations of the used unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the failure of septum damaged / defective was not achieved in the laboratory environment; failure was confirmed. Root cause: relationship of device to the reported incident: indeterminate ¿ the location where the top disk and column were torn away revealed evidence of adhesive and septum residual/deposits at the rim. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed.